Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed, and a visual inspection displayed no signs of physical damage. The fenestrated bipolar forceps instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips/tips opened and closed properly. The instrument was attached to and removed from the arm without any issues on multiple attempts. The remote site's logs were unable to verify any failures. An additional observation not reported by the site was that the instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley, and the wire was exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a recognition issue with the fenestrated bipolar forceps instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of an arcing event during the procedure. There was no report of injury or adverse event.